Event description:
It was reported patient's system was auto-reducing due to high impedances on the thoracic lead and the peripheral lead was not providing patient with effective therapy. X-rays confirmed the thoracic lead was fractured at the anchor site. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.